Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Customer stated that the device had a head error. No known consequences to patient. (B)(4).